Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 234 mg/dl. The customer reverted to manual injections for insulin therapy.